Manufacturer narrative:
H.6. Investigation: four photos each displaying a single loose 10ml syringe with an unknown amount of fluid inside were received and evaluated. It was observed in each of the photos there was visible fluid droplets between the stopper ribs and past the second rib, which was rejectable per product specification. All visual inspections for batch 9078830 were performed as per requirement with a quality notification potentially related to the complaint defect. The batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The assembly dhrs were also reviewed as part of this investigation. Potential root cause for the leakage past stopper defect could not be determined based on the photos provided. Physical unused samples from the same batch are necessary for a more thorough evaluation and leakage testing. H3 other text : see h.10.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: our manufacturing have noted some issues with syringe is leaking from the stopper. This is being observed during the filling process, the pb inspect each filled syringe for fm and that¿s when the issue was noted. The issue was noted during the weekend, pb had 27 fails out of 71 filled syringes from the impacted stock. This resulted in a failure rate of almost 40%. The remaining stock from this lot is now blocked and changing the lot has resulted in no further issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: our manufacturing have noted some issues with syringe is leaking from the stopper. This is being observed during the filling process, the pb inspect each filled syringe for fm and that¿s when the issue was noted. The issue was noted during the weekend, pb had 27 fails out of 71 filled syringes from the impacted stock. This resulted in a failure rate of almost 40%. The remaining stock from this lot is now blocked and changing the lot has resulted in no further issues.